Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. The patient underwent mesh implantation in order to treat pain, urinary incontinence, and trouble moving bowels. It was reported that after implantation the patient experienced pain, bleeding, prolapse, recurrent infection, adhesions that won¿t heal, dyspareunia, and continued and worsening of incontinence. It was reported that the patient underwent the procedures of laparotomy, lysis of adhesions, resection of tumor, and hernia mesh removal/repair on (B)(6) 2009. The patient also underwent posterior repair and perineoplasty on (B)(6) 2011, due to rectocele and perineal relaxation. (B)(4).